Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2018: (B)(6) health. (B)(6) , md. Radiology-upper gi. Indication: complains of dysphagia. Findings: preprocedural radiographs again demonstrate plugs associated with prior hernia repairs and cholecystectomy clips. Again seen moderate sized hiatal hernia containing gastric pouch and gastrojejunal anastomosis. Overall appearance is similar to prior exam. Impression: reoccurrence of moderate sized hiatal hernia containing the gastric pouch and gastrojejunal anastomosis. On (B)(6) 2018: (B)(6) health. (B)(6) , np. Office notes. Presented today for follow up. Still complains of regurgitation, nausea and vomiting that started since 3 weeks. Feels like the food can¿t go down and is stuck in the stomach. Exam: weight 111.3 kg, bmi 40.83. Ventral hernia present. Assessment: surgery is not indicated at this time due to high likely recurrence of symptoms. Was informed to try to loose about 30 lb before we can fix the hiatal hernia and have ph and manometry. Differential diagnosis: status post hiatal hernia repair; reoccurrence of hiatal hernia due to weight gain; hx ventral hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f1903: device explantation. Previous patient code (2225) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2009 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2009 through (B)(6) 2010 were not provided. Patient information: medical history: large ventral/incisional hernia. Asthma. Alcohol use: 2-4 times per week. Smoker. Obesity: - on (B)(6) 2009: 175 lbs; bmi 29.1. - on (B)(6) 2010: 184 lbs; bmi 30.6. - on (B)(6) 2018: 245 lbs; bmi 40.8. Prior surgical procedures: 1991, 1992, 1996, 1998: cesarean section. 2000: hernia repair. 2004: gastric bypass. Colon resection due to perforation [unknown date]. Implant preoperative complaints: [none provided] implant procedure: open ventral/incisional hernia repair with mesh (gore-tex dual mesh plus biomaterial). Implant: gore® dualmesh® plus biomaterial (05174069/1dlmcp07) 20 cm x 30 cm. Implant date: (B)(6) 2009. Description of hernia being treated: ¿the patient¿s abdomen was widely prepped with a hibiclens and draped sterilely. The midline scar was re-opened along its entire length using a scalpel and deeper dissection carried out sharply with the scalpel as well as with cautery. The hernia sacs were encountered immediately and dissected away from adjacent subcutaneous fatty tissue. Dissection was carried down to the fascia, then carried laterally to expose normal abdominal wall fascia on either side of the midline scar and fascial defects. The two fascial defects were then further defined. The hernia sacs were opened and each found to contain loops of bowel (large bowel in the upper hernia sac, small bowel in the lower hernia sac). These loops of bowel were easily reduced. There were no adhesions. Redundant hernia sac tissue was then excised and discarded. The peritoneal aspect of the anterior abdominal wall was explored digitally with no satellite hernias detected. Furthermore, no obvious abdominal wall/bowel adhesions were appreciated. After removing old exposed suture material (#1 prolene), the hernia defects were closed primarily using #1 prolene.¿ implant size and fixation: ¿a fairly large patch of gore-tex dual mesh plus biomaterial was then laid over the fascia to include the just closed hernia defects (patch measured approximately 25 x 12 cm). The biomaterial (rough) side of the patch was oriented anteriorly so as to abut the subcutaneous tissue after closure. The patch was then secured to the fascia at its margin, using running #1 prolene. The final repair showed a secure, wrinkle-free mesh patch accompanying the entire anterior abdominal wall to include all prior operative scar and hernia defects. Two 10 mm flat jackson-pratt drains were then placed in the wound on either side of the subcutaneous dead space, exteriorizing through separate stab incisions inferiorly. The 2 drains were then secured to the skin with 3-0 nylon. The midline subcutaneous tissue was then approximated using running #1 vicryl on a large 18 needle. Suturing was done to obliterate as much dead space as possible. The skin was then closed with staples.¿ no post-operative records were provided. Relevant medical information: explant preoperative complaints: on (B)(6) 2010: ¿admitted with new seizure activity and draining abdominal wound. CT revealed a large portion of the mesh in the abdominal cavity with a large amount of air in it. The patient had previous ventral hernia repair approximately one year ago at an outside facility. He [sic] is now taken to the operating room for mesh removal.¿ explant procedure: excision of infected mesh. [Sic] drain placement. Explant date: (B)(6) 2010 ¿the patient was placed supine on the operating table. After induction of general anesthesia and placement of endotracheal tube, the abdomen was prepped and draped. The abdominal incision was reopened. There were multiple draining sinus tracts in the mesh. The mesh was subsequently incised en bloc. The fascia under the mesh appeared to be intact. Infected area was debrided. The upper fascial defect was closed with interrupted sutures of #1 prolene. The wound was irrigated with antibiotic containing solution. A [sic] was fashioned and secured in place.¿ findings: ¿a large portion of the mesh was dehisced to most of the abdominal wall. A large amount of purulent drainage.¿ a pathology report detailing analysis of the device removed during the 05/11/10 procedure was not provided. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use warn, ¿improper positioning of the smooth, non-textured surface adjacent to fascial or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the gore® dualmesh® plus biomaterial instructions for use further warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05174069. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 3/19/2009, including records for gastric bypass, colon resection and c-section, were not provided. 03/19/09: operative report. ¿pre/postop diagnosis: large ventral/incisional hernia (midline). Procedure: open ventral/incisional hernia repair with mesh (gore-tex dual mesh plus biomaterial).¿ findings: ¿two areas of the midline fascia showed large hernia defects, the largest supra-umbilically with a slightly smaller defect infra-umbilically. The intervening fascial bridge was attenuated but intact. The adjacent reduced. Closure was achieved with a 25 x 12 cm gore-tex dual mesh plus biomaterial patch.¿ details of the procedure: ¿the midline scar was re-opened along its entire length using a scalpel and deeper dissection carried out sharply with the scalpel as well as with cautery. The hernia sacs were encountered immediately and dissected away from adjacent subcutaneous fatty tissue. Dissection was carried down to the fascia, then carried laterally to expose normal abdominal wall fascia on either side of the midline scar and fascial defects. The two fascial defects were then further defined. The hernia sacs were opened and each found to contain loops of bowel (large bowel in the upper hernia sac, small bowel in the lower hernia sac). These loops of bowel were easily reduced. There were no adhesions. Redundant hernia sac tissue was then excised and discarded. The peritoneal aspect of the anterior abdominal wall was explored digitally with no satellite hernias detected. Furthermore, no obvious abdominal wall/bowel adhesions were appreciated. After removing old exposed suture material (#1 prolene), the hernia defects were closed primarily using #1 prolene. A fairly large patch of gore-tex dual mesh plus biomaterial was then laid over the fascia to include the just closed hernia defects (patch measured approximately 25 x 12 cm). The biomaterial (rough) side of the patch was oriented anteriorly so as to abut the subcutaneous tissue after closure. The patch was then secured to the fascia at its margin, using running #1 prolene. The final repair showed a secure, wrinkle-free mesh patch accompanying the entire anterior abdominal wall to include all prior operative scar and hernia defects. Two 10 mm flat jackson-pratt drains were then placed in the wound on either side of the subcutaneous dead space, exteriorizing through separate stab incisions inferiorly. The 2 drains were then secured to the skin with 3-0 nylon. The midline subcutaneous tissue was then approximated using running #1 vicryl on a large 18 needle. Suturing was done to obliterate as much dead space as possible. The skin was then closed with staples. A sterile dressing was placed.¿ 03/19/09: mercy medical center mt. Shasta. Intraoperative report. Implant record. Gore-tex dualmesh plus biomaterial. 20.0 cm x 30.0 cm x 1.0 mm. Lot #: 05174069. Exp. 2010-05. [Egodinez-2ppr-kba-00074-75]. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/05174069) was implanted during the procedure. Records between 3/19/2009 and 5/11/2010 were not provided. (B)(6) 2010: operative report. ¿pre/postop diagnosis: infected mesh, status post ventral hernia repair. Operation: excision of infected mesh. ______ [sic] drain placement.¿ indications: ¿admitted with new seizure activity and draining abdominal wound. CT revealed a large portion of the mesh in the abdominal cavity with a large amount of air in it. The patient had previous ventral hernia repair approximately one year ago at an outside facility. He [sic] is now taken to the operating room for mesh removal.¿ findings: ¿a large portion of the mesh was dehisced to most of the abdominal wall. A large amount of purulent drainage.¿ operative technique: ¿the patient was placed supine on the operating table. After induction of general anesthesia and placement of endotracheal tube, the abdomen was prepped and draped. The abdominal incision was reopened. There were multiple draining sinus tracts in the mesh. The mesh was subsequently incised en bloc. The fascia under the mesh appeared to be intact. Infected area was debrided. The upper fascial defect was closed with interrupted sutures of #1 prolene. The wound was irrigated with antibiotic containing solution. A [sic] was fashioned and secured in place.¿ 05/11/10: missing records: a pathology report detailing analysis of the device removed during the 05/11/10 procedure was not provided. Reg (B)(6) 2011: operative report. ¿pre/postop diagnosis: ventral hernia. Hernia morgagni. Operation: laparoscopic repair of ventral hernia. Laparoscopic repair of hernia morgagni. Drains: blake.¿ indications: ¿history of previous ventral hernia who had affected masses removed. The patient complains of ventral hernia in terms of abdominal pain and has incarcerated hernia as well as hernia morgagni. The patient has been admitted and she was taken to surgery for repair.¿ intraoperative findings: ¿a ventral defect with a small amount of bowel in the sac and significant amount of adhesions. The patient had a hernia morgagni defect with no obvious bowel in the sac.¿ operative technique: ¿the patient was placed supine on the operating table. After induction of general anesthesia and placement of endotracheal tube, the abdomen was prepped and draped. A lower midline incision was then made. Hasson did not go easily so an upper midline incision was made. Hasson port was placed using an open technique. Pneumoperitoneum was then begun with insufflation of c02. Additional ports were placed in the left and right lower quadrants. The defect was then identified. A small bowel was easily reduced from the defect. Adhesions were present. The margin of the defect was then outlined. The mesh was fashioned appropriately. A piece of mesh was then placed in the abdominal cavity through a port incision with sutures placed. Sutures were then directed to the abdominal wall. Small incisions were made. The sutures were then used to secure the mesh to the abdominal wall. The mesh was inserted in place using tacks circumferentially. Attention was then turned to morgagni defect. Additional 5-mm ports were placed in the right and left upper quadrants. The falciform ligament was divided. The hernia sac was removed. A piece of mesh was then brought to the field. The mesh was then placed in the abdominal cavity through a port incision. Sutures were followed up. The abdominal wall was secured to the inferior edge of the mesh in place to the abdominal wall. The mesh was then inserted in place to the diaphragm and the abdominal wall using a number of tacks circumferentially. The abdomen was irrigated with antibiotic-containing solution. The ports were removed under laparoscopic vision. No evidence of active bleeding. Pneumoperitoneum was evacuated. The ports and camera were removed. The wounds were closed in layers and the skin was closed with subcuticular stitches. Dressing was applied.¿ (B)(6) 2011: pathology report. ¿specimen and source: hernia sac. Pre-op diagnosis: ventral and morgagni hernias. Diagnosis: ventral region herniorrhaphy-mesothelial-lined fibroadipose tissue consistent with hernia sac. Macroscopic examination: hernia sac¿received in formalin, labeled with the patient¿s name and identifying information, is an 8.0 x 6.0 x 2.0 cm portion of fibro-adipose tissue. Representative sections are submitted in one cassette.¿ missing records: records between 03/15/11 and 02/03/15 were not provided, including an operative report detailing surgery for an intraabdominal abscess and drain placement on 05/24/14 and ¿about 10 surgeries¿ for multiple ventral hernia repairs complicated by mesh infection and excision of mesh. (B)(6) 2015: operative summary: ¿preop diagnosis: possible peptic ulcer disease. Status post roux-en-y gastric bypass. Colocutaneous fistula with drain. Postop diagnosis: duodenal mucosal atrophy. No peptic ulcer disease of the gastric remnant or duodenum. Ante-colic roux-en-y gastric bypass. Colocutaneous fistula controlled with drain. Sub-centimeter (3-mm) gastric remnant lesion consistent with a gastrointestinal stromal tumor. Moderate size hiatal hernia.¿ procedure: ¿diagnostic laparoscopy. Laparoscopic adhesiolysis. Laparoscopic direct access trans-gastric endoscopy. Gastroduodenoscopy with duodenal biopsies.¿ findings: ¿proximal duodenal mucosal atrophy. Biopsies taken. Duodenum from ampulla to ligament of treitz with normal mucosal appearance. Minimal bile in the gastric remnant without inflammation. Ventral hernia repair with mesh intact-pre-peritoneal mesh. Minimal omental adhesions to the abdominal wall. Specimens: duodenal biopsies x 3. Asa: 3. Wound classification: 2-clean-contaminated.¿ indication: ¿complex surgical history which includes laparoscopic roux-en-y gastric bypass, exploratory laparotomy for intestinal perforation, multiple ventral hernias with mesh. She latera [sic] developed an intra-abdominal abscess, which was percutaneously drained. There was concern for a peptic ulcer disease complicated by bleeding and/or perforation. The indications for surgery were discussed with the patient. The benefits, associated risks, and alternative were reviewed, and all questions were answered. The patient expressed understanding and agreed to proceed with surgery.¿ description of procedure: ¿the patient was brought back to the operating room, and a surgical pause was performed to verify the patient and procedure. The patient was placed on the table in a supine position. Compressive devices were activated for vte prophylaxis. Induction of general anesthesia was performed without any complications. Prophylactic antibiotic were administered. An indwelling urinary catheter was placed. The patient¿s abdomen was prepped and draped in a standard sterile fashion with the abdominal colocutaneous fistula drain catheter isolated with ioban. Insufflation was accomplished in the left lateral subcostal position using the veress technique. A 5-mm port was placed at this site using an optical entry trocar. Omental adhesions were noted in the epigastrium. A 5-mm port was placed at the periumbilical luq in line with the esophageal hiatus. The omental adhesions were taken down with the harmonic shears. The remaining ports were placed under direct visualization¿5-mm linea semilunaris ruq port at the liver edge, and a 5-mm mid-clavicular luq port at the subcostal margin. The mid transverse colon was adherent to the abdominal wall which is in line with the drain catheter colocutaneous fistula and left in situ. An antecolic roux limb was identified and inspected to the gastrojejunostomy. A moderate-sized hiatal hernia was visualized and reducible. Approximately 2-cm of the gastric cardia was herniated into the chest. The gastric remnant was inspected and a 3-mm lesion was visualized on the anterior fundus which appeared to be consistent with a gastrointestinal stromal tumor. Decision was made not to biopsy the lesion. The roux limb was mobilized to the jejunojejunostomy. The biliopancreatic (bp) limb was identified and confirmed to originate from the ligament of treitz. The bowel clamp was placed on the bp limb. The direct access was selected in the luq at the level of the greater curvature. A 5-cm incision was made to the external oblique aponeurosis. The aponeurosis was incised and secured with stay 0-0 vicryl sutures. The abdominal wall muscle layers were bluntly separated, and the peritoneum was incised. The gelpoint advanced access platform was placed with a 10-mm port. The greater curvature was grasped and brought out to the direct access site. The gelseal cap was removed. Two stay 2-0 vicryl sutures were secured to the stomach, and a 5-cm gastrotomy was made with cautery. A small alexis wound retractor was placed through the gelseal cap. The alexis wound retractor was placed through the gastrotomy, and the gelseal cap was secured. The alexis wound retractor was adjusted stabilizing the gastric remnant. The direct access trans-gastric platform was inspected and confirmed laparoscopically to be secured appropriately. A 10/12-mm port was placed through the alexis wound retractor and through the gastrotomy. See separate operative summary for the gastroduodenoscopy. After completion of the gastroduodenoscopy, the alexis wound retractor was released and gelseal cap was removed. The alexis wound retractor was removed. The gastrotomy was closed in tow layers with a running full-thickness 3-0 vicryl suture and interrupted lembert 3-0 vicryl sutures. The gelseal cap was secured and pneumoperitoneum was re-established. The gastrotomy repair was inspected and appeared to intact. The bowel clamp was removed. The abdomen was explored and hemostasis was confirmed. The gelpoint was removed. The abdominal wall peritoneal and fascial layers were closed with running 2-0 vicryl sutures. The closure was inspected laparoscopically and appeared to be intact. All remaining ports were removed under direct vision. All skin incisions were closed with interrupted 4-0 monocryl sutures and covered with dermabond. The patient tolerated the procedure without any complications.¿ (B)(6) 2015: operative note. ¿preop diagnosis: colocutaneous fistula and presumed gastrointestinal stomal tumor (gist) on gastric remnant. Postop diagnosis: colocutaneous fistula and x2 gist tumors on gastric remnant.¿ indications: ¿complicated surgical history; where she had a laparoscopic roux-en-y gastric bypass in 2004 complicated by ulcer and perforation at jejunal limb of the gastrojejunostomy requiring resection and gastric revision of the gastrojejunostomy in 2008 in another facility. She also had multiple ventral hernia repairs complicated by mesh infection and excision of the mesh (about 10 surgeries) along with recurrent abscess in the upper abdomen. Most recently (may 24, 2014), she had an intrabdominal abscess collection near the gastrojejunostomy where a percutaneous drain was placed, which is still present till this day. Pt underwent a laparoscopic direct access trans-gastric endoscopy on 02/03/15 by dr. Ali and found to have a colocutaneous fistula and masses on the gastric remnant suspicious for gist tumors.¿ planned for: laparoscopic colocutaneous fistula takedown and partial gastric resection with dr. Ali and dr. Troppmann. Procedure: laparoscopic colocutaneous fistula take down with partial transverse colectomy with primary anastomosis. Description of operation: ¿initial details of the procedure are documented in a separate dictation. The colocutaneous fistula was identified and was taken down laparoscopically and marked with a stitch. Following laparoscopic exploration, takedown of colocutaneous fistula from abdominal wall, lysis of adhesions, and removal of the gist, a 6 cm upper midline incision was made to place a gel port for repair of the colocutaneous fistula. The fistula was located in the proximal transverse colon. The hepatic flexure was taken down easily and appeared to be redundant. The distal portion of the transverse colon appeared to be adherent near the roux limb which was retro-collic and ante-gastric. We were then able to fully mobilize the diseased proximal transverse colon. The mesentery in the region of the colocutaneous fistula was thick and inflamed and was taken down carefully to avoid injuring the adhesed remnant stomach and small bowel. A partial proximal transverse colectomy with primary anastomosis was done. After the mesentery was cleared both proximally and distally to the colocutaneous fistula, we selected healthy, non-inflamed segments of the proximal transverse colon and the mid/distal transverse colon as the sites of transection. The resected segment of colon was approximately 12 cm in length. The gia 80, 3.8 linear cutting stapler was used to divide the bowel. Once the diseased colon had been resected and removed from the operating table, the mesentery was inspected thoroughly for hemostasis. We then proceeded with a side-to-side functional end-end stapled colocolonic anastomosis using the gia 80, 3.8 linear cutting stapler for the anastomosis and the tz 60, 3.5 linear stapler to close the end of the anastomosis. The anastomosis was noted to be hemostatic and patent, with no stricture. A 3-0 vicryl stitch was placed at the junction of the bowel limbs. Of note, during the mobilization of the small bowel just prior to the colonic anastomosis, the patient was found to have a large transverse colon mesenteric defect a few cm medial to the ligament of treitz. Please see details in separate dictation. The rest of the procedure was carried out by dr. Samarkandy/ali.¿ findings: ¿proximal/mid transverse colocutaneous fistula presumably caused by previous midline fascia closure stitch. Large mesocolic defect (please see dr. Ali¿s note for details).¿ (B)(6) 2015: operative note. ¿preop diagnosis: colocutaneous fistula and presumed gist tumor on gastric remnant. Postop diagnosis: colocutaneous fistula. Gastric lesion x2. Hiatal hernia. Mesocolic internal hernia.¿ indications: ¿complicated surgical history; where she had a laparoscopic roux-en-y gastric bypass in 2004 complicated by ulcer and perforation at jejunal limb of the gastrojejunostomy requiring resection and gastric revision of the gastrojejunostomy in 2008 in another facility. She also had multiple ventral hernia repairs complicated by mesh infection and excision of the mesh (about 10 surgeries) along with recurrent abscess in the upper abdomen. Most recently (may 24, 2014), she had an intrabdominal abscess collection near the gastrojejunostomy where a percutaneous drain was placed, which is still present till this day. Pt underwent a laparoscopic direct access trans-gastric endoscopy on 02/03/15 by dr. Ali and found to have a colocutaneous fistula and masses on the gastric remnant suspicious for gist tumors.¿ procedure: laparoscopic lysis of adhesions. Laparoscopic hiatal hernia repair. Laparoscopic partial gastrectomy (x2 lesions). Reduction of internal hernia and repair of mesocolic defect. Upper gi endoscopy. Laparoscopic colocutaneous fistula take down with partial transverse colectomy with primary anastomosis. Description: ¿under general endotracheal anesthesia and in the supine position, the patient was prepped and draped in the usual sterile fashion. Insufflation was accomplished in the left lateral subcostal position from her previous port incision, using the veress technique and a laparoscopic port was placed at this site using an optical entry trocar. Adhesions were noted near the abdominal wall attached to the mesh from her previous ventral hernia repair. A periumbilical port was then placed under direct vision for the laparoscope. The remaining ports (5-mm right subcostal, 5-mm upper midline, and 5-mm left upper quadrant) were all placed under direct vision. The colocutaneous fistula was identified and was taken down using the harmonic scalpel. The drain was left in place to help guide the takedown and free the fistula tract. The fistula, which was attached to the proximal transverse colon was temporarily close and marked with 2-0 surgidak [sic] stitch and the drain was removed. We shifted our attention to the upper abdomen, where a large hiatal hernia was noted that needed to be repaired. We opened the gastro-hepatic ligament using the harmonic scalpel. That led us to the right crus and here the esophagus was located and the hernia sac was resected on the anterior and the right side first, which followed the mobilization of the esophagus posterior and visualization of the left side of the right crus. We entered the lesser sac by dividing the attachments between the pouch and gastric remnant carefully using the harmonic. No significant bleeding or any injury to the stomach or to the spleen was noted. We were able to completely mobilize the pouch, gj, and esophagus. A penrose drain was placed around the ge junction; that aided the further dissection and all of the hernia sac was taken down. Dissection was completed into the mediastinum to reduce the entire hernia sac. The anterior vagus, posterior vagus, and left pleural edge were visualized and preserved. We clearly were able to mobilize 6 cm of intraabdominal distal esophagus. During the dissection we did not enter the pleural cavity and we did not notice any complications or any injury to surrounding structures. We closed the hiatus using four 0 surgidec [sic] sutures in the posterolateral position. Both crura appeared to be in good condition and the repair was done without any significant tension. An endoscopic exam was done. A bowel clamp was placed on the roux limb, and the hiatal hernia repair, gastric pouch and proximal roux were endoscopically inspected. This examination confirmed the presence of the ge junction in the abdomen with 6 cm of esophagus proximal, a small gastric pouch with no pathology, patent gj, and normal proximal roux. Due to the dissection around the pouch and roux, a leak test was done by endoscopic insufflation and external saline submersion. This did not reveal any evidence of a leak. The bowel was deflated and the endoscope was removed. The bowel clamp was removed. We shifted our attention to the gastric remnant. There were two 3 mm firm tumors on the anterior and posterior surface of the remnant. We took down the uppermost short gastrics to mobilize the fundus from the spleen. Successive firings of the 60/3.5 endo gia stapler we [sic] used to resect the fundus of the gastric remanant [sic] including both lesions. The staple line was oversewn using 2-0 polysorb lembert sutures. The specimen was placed on the side for further extraction. After that, an upper midline incision was made to place a gel point for repair of the colocutaneous fistula. The gastrectomy specimen was removed and sent to pathology for examination and margins. This revealed clear margins of approximately 1 cm. A partial proximal transverse colectomy with primary anastomosis was done. See details in separate dictation by dr. Troppmann. Upon completion of the colocolostomy, a large mesocolic defect was noted. The roux limb, bp limb and most of the common channel had herniated through this defect to cause an internal hernia into the upper abdomen. The ih was reduced, and the mesocolic defect was closed using 3-0 vicryl. The skin around the fistula tract was incised in an ellipse, and the tract was excised all the way down to the peritoneum. The upper midline incision was closed using 0-pds. We then closed the fistula tract defect using #1 vicryl on the endoclose device in a figure of 8 fashion under laparoscopic vision. The fistula site and the midline incision were copiously irrigated and the deeper layer was approximated using 3-0 vicryl. The skin of all incisions was closed with skin clips after obtaining subcutaneous hemostasis. Then, 0.25 % marcaine was injected into port sites and midline incision for postoperative analgesia. Dressings were applied. Findings: colocutaneous fistula. Gastric lesion x2. Hiatal hernia. Mesocolic internal hernia. Outcome: ¿tolerated the procedure well, was extubated in the operating room, and was taken to the recovery room in stable condition.¿ drains: none. Specimen collected: partial wedge resection of gastric remnant, partial colectomy of proximal/mid-transverse colon (colocutaneous fistula). Complications: none.¿ records between 03/03/15 and 5/5/2015 were not provided. (B)(6) 2015: operative summary. ¿pre/postop diagnosis: chronic draining abdominal wound and sinus tract. Procedure: incision, drainage, debridement, and washout of open abdominal wound.¿ findings: ¿midline wound with sinus tract the previous left epigastric incision which has healed. Left epigastric healed incision was re-opened and sinus tract debrided. Thus, 2 separate wounds with obliteration of the sinus tract.¿ specimens: none. Asa: iii. Wound classification: 4-contaminated. Procedure: ¿the patient was brought back to the operating room, and a surgical pause was performed to verify the patient and procedure. The patient was placed on the table in a supine position. Preoperative antibiotics were administered, and sequential compressive devices were activated. Induction of general anesthesia was performed without any complications. An indwelling urinary catheter was placed. The patient¿s abdomen was prepped and draped in a standard sterile fashion. The midline open abdominal wound had hyper-granulation tissue exceeding the skin level. The excessive granulation tissue were debrided to the wound edges. A pds suture from the inferior wound edge was excised. There was a draining sinus tract emanating from the 1 o¿clock location of the wound edge. The tract measured 6-cm deep left laterally just deep to prior colocutaneous fistula. An ellipitical [sic] incision was made over the prior colocutaneous site, and this was deepened to the draining subcutaneous pocket. The entire sinus tract and subcutaneous pocket was debrided of all epithelialized tissued [sic]. The wounds were irrigated and hemostasis was confirmed. There was no evidence of a recurrent enterocutaneous fistula. Both wounds were packed with gauzed [sic], and covered with dry dressings. The patient tolerated the procedure without any complications.¿ (B)(6) 2016: operative note. ¿pre/postop diagnosis: cholelithiasis. Indications: complex surgical history with previous rybg, colocutaneous fistula s/p takedown, ventral hernia repair with mesh and previous mesh infection. The patient developed multiple episodes of biliary colic and was found to have cholelithiasis. Procedure: laparoscopic cholecystectomy and laparoscopic lysis of adhesions. Findings: hiatal hernia, omental adhesions and cholelithiasis. Specimen collected: gallbladder. Complications: none.¿ continued on attachment. - attachment: [continuation h10.h11.pdf].

Manufacturer narrative:
Added results code 2 for sterilization evaluation. Conclusions code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2009, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, mesh removal, drain placement, additional surgery. Additional event specific information was not provided.